Manufacturer narrative:
B5 (describe event or problem) was updated. D4 (suspect medical device, lot # and expiration date) was updated. D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. H6 codes were updated. The quattro catheter was returned to zoll with its shaft completely cut 1 inch away from the manifold. However, blood residue was observed inside the balloons. Blood inside the catheter balloons is typically indicative of a leak somewhere in the catheter, thus confirming the reported complaint of the suspected catheter leak/ balloon damage. Since the catheter was returned cut, functional testing could not be performed, and zoll cannot precisely determine the leak location or the type of leak. Functional testing could not be performed due to the condition in which the catheter was returned. Therefore, the root cause of the reported complaint cannot be determined. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 199341.

Event description:
Ivtm therapy using the quattro catheter (lot # 211221) was initiated. The catheter placement site and whether the insertion was smooth are unknown. During treatment, the volume of saline in the 500-ml bag was observed to be decreasing. It is unknown at what stage of treatment the issue occurred or whether the thermogard system generated an air trap alarm. Catheter balloon damage was suspected, and the catheter was replaced. Treatment continued and was completed using the same thermogard console. An undetermined amount of saline was suspected to have entered the patient's bloodstream. No patient injuries were reported.

Manufacturer narrative:
Zoll did not receive the catheter in complaint for investigation. A follow-up report will be filed if and when the product is returned and an investigation has been completed.

Event description:
Ivtm therapy using the quattro catheter (lot # 211762) was initiated. The catheter placement site and whether the insertion was smooth are unknown. During treatment, the volume of saline in the 500-ml bag was observed to be decreasing. It is unknown at what stage of treatment the issue occurred or whether the thermogard system generated an air trap alarm. Catheter balloon damage was suspected, and the catheter was replaced. Treatment continued and was completed using the same thermogard console. An undetermined amount of saline was suspected to have entered the patient's bloodstream. No patient injuries were reported.